Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. The sheath was prepped, and no issue was observed. Sheath was put transeptal and was aspirated and flushed. No problem observed. Farawave catheter was placed in sheath and therapy was delivered. Farawave was removed and grid placed in sheath for post mapping. No issue observed. When farawave had to go back in, doctor was aspirating and lots of air kept coming out. Must have pulled a number of syringes of blood. More than the recommended 15ccs. Air was probably coming from the valve. Replaced the sheath and the procedure continued on. Procedure completed without patient complications. The device is expected to be returned.